Event description:
A talent stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the arteries were moderately tortuous with little to moderate calcification. It was reported that the delivery system could not be advanced through the vasculature to access the aneurysm. The delivery system kinked and it was removed from the patient. A 22 fr sheath was inserted and it was used to dilate the vessel. Another talent device was successfully advanced and deployed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results and conclusions: moderately tortuous and calcified arteries. Required secondary intervention. Evaluation summary: the delivery system was returned to medtronic and its evaluation has been completed. There were multiple kinks at 118mm, 135mm, 165mm and 200mm from the end of the graft cover. With the investigation performed it was determined that the inability to advance the device through the vasculature was due to the patient vessel morphology.